Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 7.0mg/ml at 0.95mg/day, baclofen 450mcg/ml at 61.1mcg/day and bupivacaine 4.0mg/ml at 0.54mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. A catheter fracture was reported. A dye study was done on (B)(6) and the physician was unable to get csf (cerebral spinal fluid). It was also note a dye study was unsuccessful on (B)(6). Per the reporter possible catheter disconnect. The patient ¿discharged¿ and showed up at the ER (emergency room) on (B)(6) and the ER contacted the company representative. The ER (emergency room) physician and the managing physician spoke and the patient was ¿discharged¿. The patient showed up at the pain clinic and met with midlevel who was prescribing medication until a catheter revision was scheduled. There were no environmental, external or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury. No further patient complications reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2017. It was reported that the ¿neurosurgeon took the patient to the operating room (or) on (B)(6) 2017 after dissecting nylon pouch that reservoir was placed in, catheter end was trimmed with good csf. Reservoir had 1 year left and surgeon elected to replace pump.¿ when asked if an occlusion was identified, the hcp stated, ¿unable to identify cause per or note.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type catheter: of note, only the pump was returned for analysis on (B)(4) 2017. Interrogation of the device revealed the pump had been programmed to deliver 0.6001 mg/day of morphine, 38.58 mcg/day of baclofen, and 0.3429 mg/day of bupivacaine in simple continuous infusion mode. Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. Code-conclusion (B)(4) is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the healthcare provider (hcp) revised the pump segment of the catheter and replaced the pump on (B)(6)2017. The explanted product was returned for destructive analysis the next day. The patient was doing well with her therapy since replacement.